Manufacturer narrative:
Related to emdr-68905. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump was leaking near the device itself and also has a high-pressure alarm. The reporter stated they confirmed no leaking at port needle. No pain or swelling either. Pump stopped and line clamped near pump and port. Tubing is still all connected. The event occurred while in use with a patient.